Event description:
A customer reported experiencing a cartridge alarm, and their blood glucose level was displayed as "high," but the specific value was unknown. There was no adverse impact to the customer's blood glucose level. The customer administered a correction bolus using the pump and did not require third-party assistance. Technical support (cts) confirmed consecutive cartridge alarms and decided to replace the pump, which was still under warranty. The customer received instructions on putting the current pump into storage before returning it to tandem. A replacement pump was sent, and the customer was advised on transferring their pump settings and connecting their continuous glucose monitor (cgm) to the new device. Customer will continue to use current pump.